Event description:
Additional information indicated that the patient had been implanted with the reported implantable neurostimulator (ins) a few years prior to the report. It was stated that the patient was doing "fine," and that a new ins with new extensions would be implanted one week later after the infection was "done."

Event description:
It was reported that, when device pocket was opened during repositioning of the implantable neurostimulator (ins), an infection was suspected. It was decided to explant the ins. In addition, allergic reaction/erosion at the pocket site was noted. Patient status at the time of this report was unknown. Surgical intervention was required as a result of the event. Antibiotherapy and then reimplantation of a new device were stated as actions required. Patient symptoms/complications were described as drainage/incisional wound opening at the device pocket. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).